Event description:
Initial information reported by a physician to (B)(4) on (B)(6) 2009: an (B)(6), male, received treatment with hyaluronate sodium [hyalgan] for knee pain on (B)(6) 2009 and nebivolol hydrochloride (bystolic) 2.5mg daily since (B)(6) 2009, for hypertension. On (B)(6) 2009, the patient experienced an increased prothrombin time (pt) of 30.7 and an increased international normalized ratio (inr) of 6.4 on (B)(6) 2009, his pt was 33.5 and his inr was 7.8. The patient had no signs of symptoms of bleeding or bruising. The reporter questioned if the nebivolol therapy and hyaluronate injection had impacted the laboratory results. As of (B)(6) 2009, nebivolol and hyaluronate continued and the outcome of the event was unresolved. Concurrent medical conditions included congestive heart failure, valvular heart disease, atrial fibrillation, degenerative joint diseae, and diabetes. Past medical history included aortic valve replacement. The patient's baseline pt was (B)(6) for the period of (B)(6) 2008 through (B)(6) 2009. Concomitant medications included furosemide (lasix), tamsulosin (flomax), warfarin (coumadin), glipizide (glucotrol xl), digoxin (lanoxin), potassium, ramipril (altace), and magnesium oxide. No further relevant information reported. Corrective treatment: unk.